Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 130 (this alarm is generated, when the pump detects movement in hall sensor counts, that are unexpected, since the pump did not command motor movement). The customer reported, no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the error, but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed displacement, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed rewind test once however returning a pump error 43. No pump error 130s were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool lists the following motor related pump errors around the event date: pump error 130--multiple occurrences on (B)(6) 2024 from 14:08:34 to 20:39:51. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. An attempt was made to turn the motor's gearbox with pliers, and it would jam occasionally. In summary, the customer¿s report of pump error 130s was confirmed in the pump' history. The pump error 130s and pump error 43 are due to a gearbox that doesn't turn smoothly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.